Event description:
Account states that at the one month follow-up, the lead terminal pin was shown to be separated from the main lead body. The lead body was replaced with the patient doing well. Rep is in contact with the medical center to try and get the lead back for analysis.